Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The event was further described as ¿the end of the transfer set was unscrewing from the main body¿. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was further reported the patient soaked the transfer set in alcavis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.